Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue part of a minicap transfer set detached from the line. This was further described as the ¿female connector pops out of the main body during disconnect¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. Hand twist test was performed on the dark blue female connector and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.